Event description:
A female pt had an operative laparoscopic procedure with lysis of adhesions with no abnormal problems. Twelve (12) days later, the pt brought a part of an intrauterine cannula to her physician. The plastic and metal cone tip had been left in her vagina post surgery. No physical problems were reported by the pt. User facility contact person states that the device was apparently not engaged properly by hosp personnel before use. No product fault.